Event description:
It was reported that a g7 wearable failure occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and wearable failure was found. The allegation was confirmed due to probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information, d9: device returned to MFR - additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - additional information/device evaluation, h3a: device evaluated by mfg - additional information, h3b: evaluation included - additional information, h6 codes: type of investigation - additional information.

Event description:
Data investigation confirmed sensor failure after warm-up on 7/21/2023. The probable cause was determined to be progressive sensor decline.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a g7 wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was asleep. Before the patient's parent went to sleep she checked on the patient and stated she tried to wake her up but the patient was not responding. It was reported that the dexcom app was not working and displayed "sensor failed. Replace sensor now." The patient's parent stated that the sensor was not yet due to be changed. She called an ambulance and when paramedics arrived, they checked the patient's fingerstick and it was 18 mg/dl. The patient was provided a "sugar shot" or "gluco shots", the parent could not remember. The patient started to respond but was weak. The paramedics advised the patient to eat a peanut butter and jelly sandwich. A couple of hours after treatment, the patient's bg was 127 mg/dl. At the time of the report, the patient was doing okay. No product or data was provided for investigation. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.